Event description:
It was reported that the pt was experiencing chest pains "like a heart attack" that go away when they turn off the vns with the magnet and the pt's seizures have been worse lately. This has happened off and on since before 2009. The pt had brain surgery for seizures in 2009. Per pt's husband, the pt sleeps well at night with no chest pain. Pt's settings were increased by 0.25 ma. Attempts for further info have been unsuccessful to date.